Manufacturer narrative:
Occupation: mitek employee. Investigation summary: the complaint device was received and visually inspected. We can confirm the complaint from the visual inspection. In the past, this failure mode has been observed when the tubing is not seated properly on the roller and once secured, it cracks the tubing similar to what was seen for this complaint. This failure has been attributed to mishandling of the device. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one similar complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot. Product code: 284508, lot number: 2648. DHR review no related issues: qty of the lot: 360 cases, manufacturing date: cert date 3/23/17, expiry date (if applicable): 2019-02, any anomalies or discrepancies in the manufacture of the lot: none. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the fms vue inflow tubing loaded into fms vue pump, in preparation of arthroscopy. Nursing staff stated that they had loaded the inflow tubing around the "inflow pump wheel" correctly. However, when pump turned on / fluid clamp opened, leakage was noted from the tubing around the pump wheel. Pump turned off, tubing inspected - small split found in this part of the tubing, allowing the leakage. Alternate fms vue inflow tubing sourced. Nil further incident. 4-minute delay to procedure this is report 1 of 1 for (B)(4).